Event description:
A blood glucose was taken with the patient device at 4:50pm with a result of 539mg/dl. A venous lab was performed was performed with a result of 134mg/dl. No treatment was given based on the device result. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.